Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had issue with pressing button and damage. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Device also received with cracked case behind the pump near the battery compartment.